Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 374 mg/dl with ketones. The customer delivered bolus and insulin pen injections to address bg level. Reportedly, the customer has been sick and had not been sleeping well, which led to elevated bg level. Recommendation was made to consult with health care provider regarding diabetes management.